Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 538mg/dl. It was stated that the customer experienced nausea and vomiting. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. The customer mentioned having an x-ray while wearing the insulin pump and has not received a motor error alarm. Advised the caller to call back when the tubing clamp arrives to continue testing. No further information was provided.